Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had the device checked due to decompensated heart failure. Intermittent t-wave oversensing (twos) was seen on the right ventricular (rv) lead causing pacing below the programmed pacing rate. The lead remains in use. No further patient complications have been reported as a result of this event.